Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus delivery. The blood glucose reading was 202mg/dl. The self and displacement test were completed and they passed. Troubleshooting was performed and the drive support cap appears to be normal. However, the customer stated that in the past he has pushed on the drive support cap and it went in a little bit. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had a scratched display window.